Manufacturer narrative:
Block b3: date of event is estimated as actual date and year are unknown. Block g2: report source other. Report source (other) attorney. Block h6: imdrf code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an unknown procedure performed on an unknown event date. It was reported the patient died. No other information has been provided to date despite good faith efforts.

Manufacturer narrative:
Block b3: date of event is estimated as actual year is unknown. Block g2: report source (other) attorney. Block h6: imdrf code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an unknown procedure performed on an unknown event date. It was reported the patient died. No other information has been provided to date despite good faith efforts.